Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified after using the .014'' guidewire. The dissection was noted to be non-flow limiting. No surgical intervention was reported to address the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified after using the .014'' guidewire. The dissection was noted to be non-flow limiting. No surgical intervention was reported to address the dissection.